Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl; cause was unknown. Customer gave glucagon injection and went to the emergency room (ER) and was treated with intravenous fluids of saline. Customer was released from the ER the next day, but "does not recall" the specific date. Issue was resolved and no permanent damage was identified. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.